Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported, the battery cap was missing the groves and now it does the not hold the battery cap in. Customer stated it came out and the insulin pump alarmed weak battery. Customer's blood glucose was unk. Customer stated the damage occurred through normal wear and tear. No further info reported.